Event description:
It was reported by provider that they just opened the box and no damage to the box, provider states the frame of the solara3g wheel chair is tweaked and the wheel is bent . Provider states the end user is in the hospital and cannot go home until he has the chair. Provider was advised to not have the end user use the chair it will be a potential cause for injury. Protocol questions did not apply.